Event description:
Pump low volume alert went off around 3:30pm when it usually goes off around 7:30pm, so pt is wondering if the pump is working at a faster rate, that morning she also had a blockage detected alarm go off a couple times, but relieved a part of her tubing. She states she does not want to return it just yet and will give it one more shot come next change. Recommended that if it happens again, that she lets us know and we work to replace her pump. She simply wanted to make sure we have this report on file. Backup pump is in proper working condition. No other information known. "Did the reported product fault occur while in use with a pt: yes; did the product issue cause or contribute to pt or clinical injury: no." Dose or amount: 91.25 ng/kg/min; frequency: continuous; route: sub q. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.